Manufacturer narrative:
(B)(4).

Event description:
It was reported that auto mode switching due to far-r oversensing was observed. Patient was asymptomatic. Programming changes were made and patient will continue to be monitored.